Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer (fse) that during preventive maintenance he noticed a leak from the relief valve just after the test. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6( type of investigation,investigation findings,investigation conclusions,component codes),h11. A getinge field service engineer (fse) reported that there was a leak from the helium relief valve after the helium regulator calibration test. The fse replaced the helium tank. The unit passed all functional and safety tests and was returned to customer.